Event description:
A report was received that alleges that the tracheal tube required removal and/or replacement. It is alleged that after an unk amount of time in situ the tracheal tube developed a leak near the pilot balloon valve. No incident related medical sequela was reported.

Manufacturer narrative:
MFR completed the entire form. Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.